Manufacturer narrative:
The customer¿s report of fluid leakage from a texium-bonded secondary set was not confirmed. Visual and microscopic examination of the texium valve did not reveal any damage or anomalies. Functional and pressure testing resulted in no signs of leaking anywhere on the returned set while the tubing was manipulated at each engagement. The cause of the reported failure was not identified.

Manufacturer narrative:
Concomitant medical products baxter 100ml bag of 0.9% nacl injection, ndc 0338-0049-18, lot p348615, exp oct 17, therapy date (B)(6) 2016. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that bevacizumab in 100ml ns (baxter) bag was attached to a texium secondary set. When the nurse went to remove the bag at the end of the infusion, it was observed that the green texium connection was dripping. Approximately, 2ml of fluid was seen on the top of the pump. There was no report of patient harm.